Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the distal end of an indigo system aspiration catheter 6 (cat6) had collapsed while still inside the protective tubing. The damaged cat6 was found prior to use and therefore was not used in the procedure. The procedure was completed using an indigo system aspiration catheter 5 (cat5) and an indigo system separator 5 (sep5). There was no patient involved.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.